Event description:
It has been reported that bd vacutainer® sst¿ ii advance plus blood collection tube has been found with missing label information. The following has been provided by the initial reporter: batch of dry yellow 7.5ml tubes without any markings on the tube (neither expiry date, nor filling mark...). Unusable tubes. Impossible to give the batch number because plastic covering thrown away. Changing tubes. Following my commercial visit, the customer presented me with 100 unlabelled tubes from a care unit. No other "package" of tubes has been found to date with the same defect. Neither in the department, nor in the departments and annex floors. A sampling was carried out in the stocks on the same range of tubes. Traceability impossible: cardboard and plastic film unavailable, no inscription on the tube.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: "material #: 367955 lot/batch #: unknown. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for unlabeled tubes was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of unlabeled tubes based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."